Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds, no capture, high pacing impedance, and elevated sensing integrity counter (sic). A lead fracture is suspected. Reprogramming was completed and the patient was fitted with a "life vest" due to the patient currently undergoing chemotherapy treatment. The lead currently remains implanted and will be replaced once the patient is strong enough for a lead revision procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has now been extracted and replaced. No patient complications have been reported as a result of this event.